Event description:
Healthcare professional reported left side capsular contracture, baker grade IV. The device has been explanted and replaced with a non allergan product.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are capsular contracture: unable to observe. As per the investigation procedure, deformation, creases and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are require. Additional, changed, and/or corrected data: d9; h3; h6.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV and "axillary lymph nodes." The device has been explanted and replaced with a non allergan product.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV. The device has been explanted and replaced with a non allergan product.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade IV photo analysis: visual analysis of the photographs identified: capsular contracture: unable to observe as it is not related to the device. No additional observations. No further actions are required as no manufacturing issues are observed.